Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-05774. It was reported the patient had fallen on several occasions. At times, the patient landed on the ipg location. As a result, the patient experienced inadequate coverage and a burning sensation at the ipg site. In turn, the patient's lead an ipg were explanted and replaced. The replacement devices resolved the patient's issues.